Manufacturer narrative:
Several ias.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise, oversensing and variable morphology. Troubleshooting options were discussed and recommended. Additional information indicates that this s-ICD delivered multiple inappropriate electric shocks. Currently, the product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise, oversensing and variable morphology. Troubleshooting options were discussed and recommended. Currently, the product remains in service and no additional adverse patient effects were reported.